Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a poor communication screen on the patient programmer (pp). The patient had left her implantable neurostimulator recharger (insr) in (B)(6) and she just got the insr today. The patient could not communicate with the pp and insr. The patient did not have an appointment until (B)(6) 2016. No symptoms reported. Further follow-up is being conducted to the circumstances that led to not being able to communicate with the implantable neurostimulator (ins) and the steps taken or will be taken to resolve the issue. If additional information is received, a follow-up report will be sent.